Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit having a broken/torn cord was not confirmed. The heartmate mobile power unit (mpu) (serial number (B)(6)) was not returned for analysis. Additionally, there were no photos or any other supporting documents submitted that would indicate an issue with the mpu cord. Multiple attempts have been made to obtain additional information about the reported event such as if the mobile power unit (mpu) will be returning; however, no response was given. The root cause of the reported event could not conclusively be determined through this analysis. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information was requested but not yet provided. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a broken/ torn cord. And a replacement was requested.